Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the black inflation valve inside the tube was moving up to the top when insufflating the blunt tip trocar (btt) short port. The procedure was completed using a replacement unit. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the short port inflation valve was jammed into the luer upside down. There was some evidence of blood present on the device. Based upon the visual observations, the reported complaint "black inflation valve kept moving up" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be contributed to this failure mode. (B)(4).